Event description:
(B)(4). I started feeling abdominal pain shortly after essure was implanted. My periods became irregular. As of a year and half ago my periods are extremely heavy and painful. I have fibroids on my uterus and a cyst on my ovary. I have pelvic pain and lower abdominal pain. All of which I have never had before. I have painful intercourse because of the fibroids and they also cause me to bleed between my periods. My periods last 10 to 14 days and I have it twice a month which means I only get 7 10 days between each cycle. I get headaches almost daily.